Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-(B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported events could not be conclusively determined. Analysis of the submitted log files was unremarkable. There were no unusual events or alarms recorded throughout the log file. The device operated within the set speed parameters for the duration of the log file. The file appeared to capture the pump operating as intended. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for mlp-014209 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The current revision of the heartmate left ventricular assist system (lvas) instructions for use (IFU). This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with blood in the urine and labs show haptoglobin at less than 8. Lactate dehydrogenase (ldh) went to 430 from 302. The patient also had up-trending indirect bilirubin. The patient denied pump alarms and pump parameters were within expected limits. Urinalysis was sent and was pending. A log file analysis showed persistent pulsatility index (pi) events on (B)(6) 2021. The log file analysis also captured a transient, unsustained low flow with high pi on (B)(6) 2021. This only lasted 1 second, and it takes 10 seconds to trigger an alarm.